Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have a chipped clamp arm at the distal end. The clamp arm was chipped causing a piece of broken material to come off. There were pieces found missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke and a piece of the instrument fell inside the patient. The customer retrieved the fragment using a robotic grasper during the same surgical procedure.